Event description:
A healthcare professional reported two small cracks were found at the edge of the trailing optic, one on either side of the haptic. Additional information has been requested and received stating that the lens was once inside the eye, halfway into the capsule, noticed there were two cracks at the edge of the trailing optic, one on either side of the trailing haptic. The lens was removed and an another lens was placed without complication.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been one other complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).